Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the imaging system would not communicate with the navigation system. The site rebooted the navigation system with no resolution. The site rebooted the imaging system which resolved the issue. There was a delay to the procedure of 15-20 minutes. There was no reported impact on patient outcome. Troubleshooting.